Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
A partial right ventricular (rv) lead was returned to the manufacturer for analysis and tested out-of-specification. The lead was replaced. No patient complications have been reported as a result of this event.